Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device not is expected to be returned to the synthes manufacturer for evaluation. The device has been discarded by the hospital. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for complaint device lot number. Manufacturing location: (B)(6). Dates of manufacture/release to warehouse dates: (B)(6) 2012, (B)(6) 2013, and (B)(6) 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reported the following event: it was reported that the tip of the screwdriver is worn out and toggling inside the screw heads during a distal femoral fracture procedure on (B)(6) 2017. Another set was available to successfully complete the surgery. There was a five (5) minute surgical delay due to getting a new set. The patient¿s postsurgical status/outcome was reported as good. There was no patient harm reported. Devices have been discarded by the hospital. Concomitant devices reported: screw (part# unknown, lot# unknown, qty unknown). This report is 1 of 1 for (B)(4).